Event description:
It was reported in a service report that there was a broken plastic side piece. No adverse consequences were alleged.

Manufacturer narrative:
A follow up MDR will be filed after investigation is completed.